Event description:
While attempting to pace a pt (age and gender unknown) the device displayed a "bridge test failed" message. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.